Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found one output connector was broken. Analysis also found the upper case was dented, lower case was broken and contaminated, the battery release was contaminated, and the battery contacts were out of mechanical specification. Side bail covers, ring cover, side bails, and ring were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.